Event description:
Caller reported cartridge alarm 20 with their current pump, which did not adversely affect their blood glucose level. Tandem technical support confirmed that there was an issue, as a similar alarm had been reported previously, and decided to replace the pump. The customer was informed they would receive a pump with updated software and was provided with instructions for putting the current pump into storage mode for its return. Despite not having backup therapy available, the customer planned to reach out to a healthcare provider and acknowledged all instructions from tandem, including returning the problematic pump via a pre-paid ups label within 10 days. There was no adverse impact to the customer's blood glucose level.